Manufacturer narrative:
As the device was received in a condition was contradictory to the complaint description. The marathon catheter returned found the distal segment of the catheter along with the distal marker band appeared to be separated and missing. This condition was not reported at time of the event. The marathon catheter returned with non-medtronic guidewire used in the event. The guidewire was appeared to be stuck inside the catheter with the proximal segment of the guidewire was extending out from the catheter hub. The guidewire could not be removed from the catheter; therefore, the catheter was cut to remove the guidewire. The marathon distal floppy length was measured. Approximately 9.5 cm of the distal segment of the catheter along with the distal marker band appeared to be separated and missing. The broken segment was not returned. The whereabouts of the missing segment are unknown. The tubing material at the proximal end of the distal segment exhibited with stretching, necking, jagged edges and exposed inner braid. The fluorosafe section of the catheter body was found to be accordioned from distal tip. In addition, the marathon catheter body was found to be accordioned from distal tip. The marathon catheter body was found to be wavy from distal tip. The marathon catheter body was found to be accordioned from the catheter hub. No damages or irregularities were found with the marathon hub. No other anomalies were observed. Based on the device analysis and reported information, we were unable to determined the cause of catheter separation. The returned guidewire was found to be incompatible for use with the marathon. From the damages seen on the catheter body (accordion/wavy); it appeared that there was high force used. It is likely these damages occurred when the customer attempted to advance the incompatible guidewire through the marathon catheter against resistance; subsequently causing the micro catheter to become separated as the tensile strength of the micro catheter was exceeded. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report resistance was felt when the guidewire was advanced through the marathon catheter, and the guidewire did not exit the catheter tip. No patient injury occurred. The vessel anatomy was reported to have been normal. The devices were prepared and used per the instructions for use (IFU). The catheter flushed as indicated in the IFU. Evaluation of the returned device found that approximately 9.5 cm of the distal segment of the catheter along with the distal marker band appeared to be separated and missing.